Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 529mg/dl. Pt felt nauseous and took 14 units of humulin r insulin. Pt passed out and pt's spouse called the emergency medical technician's. Emergency medical tech's arrived and tested pt blood glucose on their device and obtained a result of 40mg/dl. Pt was treated with glucose (unknown if a glucose injection or oral).